Event description:
It was reported via a legal notification, that a patient, underwent a right total hip arthroplasty on (B)(6) 2017. The surgery was performed using defendants¿ novation crown. Specifically, as mentioned above, the issue in this matter is with the premature wear of the polyethylene, cross linked exactech novation gxl liners (hereinafter ¿the product¿), which led to the plaintiff's premature, debilitating osteolysis. The product was used for its intended purpose because plaintiff suffered from osteoarthritis of both hip joints. Plaintiff underwent a revision surgery on (B)(6) 2018, approximately 1 year 3 months post the initial procedure, in which she was inserted with another exactech novation gxl liner. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Procode: prosthesis, hip, semi-constrained, metal/polymer, cemented. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
D2a. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. D10. Concomitants- alteon tapered wedge femoral stem (188-00-05, (B)(6)), biolox delta ceramic femoral head, 32 mm, +3.5 mm (170-32-03, (B)(6)), notation crown cup cluster-hole shell (180-01-48, (B)(6)), alteon bone screw (180-65-20, (B)(6)), alteon bone screw (180-65-20, (B)(6)). H6. Investigation results- the novation crown cup connexion gxl neutral liner device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s periprosthetic fracture and subsequent revision cannot be conclusively determined-there was no clinical information provided; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral hip replacements. These devices are used for treatment not diagnosis.

Event description:
Additional information via legal department-revision operative report of (B)(6) 2017, postoperative diagnosis, 1-failed right total hip replacement arthroplasty. 2- right femur periprosthetic fracture. Open reduction internal fixation of right femur periprosthetic fracture. The surgeon made a window in the vastus lateralis by splitting in line with the muscle fibers and exposing the lateral femur. They used a key elevator and made a subperiosteal exposure and identified the fracture. The fracture was curettage. Two subtrochanteric cables along the shaft of the femurs, they were tightened and held with a clamp. The stem was removed from the femur. There was no impingement of the hip. A competitor¿s stem was used. Sterile bandages were applied, the patient was awakened and taken to the recovery room instable condition having tolerated the procedure well. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.